Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced hv therapy, but not all therapy slowed the vt. The patient is was observed in hospital and was in stable condition.